Event description:
The device was used during total abdominal hysterectomy procedure. Reportedly, the staples did not fire properly and the instrument locked on tissue. The surgeon pried open and used sutures to complete procedure. The hosp as reported no pt injury occurred.